Event description:
The customer claims that the 10cc syringe that is contained inside of this tray leaked. According to reporter, when the radiologist exerted pressure on the filled syringe, the blood and contrast fluids sprayed on a staff member. The contaminated syringe was thrown away. Blood from both the staff member and the pt was tested for disease.